Event description:
Pt reported an alleged leak in their lap-band port. The pt first noticed this alleged leak when the pt was "not feeling any restriction." The pt stated the port was filled, but after a later date it was discovered that the band had less fluid in it. No surgery has been scheduled at this time. Follow-up findings: health professional reported that during fill appointments the surgeon consistently found less fluid in the band than was previously put in. Fluoroscopy was performed and a port revision recommended. Product support will be notified if surgery is scheduled.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."